Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states properly seated lancet protrudes past cap of the lancing device. Lancing device and lancets replaced and requested for return. No adverse event reported.